Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On the (B)(6) 2024, a physician implanted an ab9u20150090 abre venous self-expanding stent system in the patients inferior vena cava (ivc) that measured 24mm in the ivc, 19.5mm in the common iliac vein (civ), and 18.5mm in the external iliac vein (eiv). It was reported that the patient has experienced post-operative pain over the past few years, with pain initially present at baseline prior to receiving the stent. The reported pain includes lower back pain and pain in the left mid-pelvic region. Notably, the patient has venous reflux and presented with pelvic pain, nivl (may-thurner syndrome), and is a non-thrombotic patient. The patient also had a radiofrequency ablation procedure on the left great saphenous vein (gsv) on (B)(6) 2024. The patient was offered additional diagnostics. There are other pelvic venous issues. The patient was referred for a renal hilar block. The patient continues to experience pain and recently visited the ER. A CT venogram was performed, which revealed some degree of thrombus in the stent. However, an ultrasound is required to determine whether the thrombus is acute or chronic, but the patient has refused the procedure. No further patient injury reported.